Event description:
It is reported that on (B)(6) 2011 the patient had a hemosplit catheter implanted via the internal jugular vein. Three months later, the doctor found cuff had come off of catheter. The catheter had to be extracted.

Manufacturer narrative:
According to the complaint incident report contained in this file, "it is reported that on (B)(6) 2011, the patient had a hemosplit catheter implanted via the internal jugular vein. Three months later, the doctor found cuff had come off of catheter." Upon receipt, the surecuff was missing from the complaint sample. A slight impression in the tubing where the heat sleeve/surecuff would be located on the catheter is observed 1.7 inches distal to the bifurcation site. The complaint of a detached surecuff and heat sleeve is confirmed; however, a determination of the mechanism of damage is undetermined at this time. A lot history review (lhr) is not possible, as no manufacturing lot number information has been provided by the complainant.